Event description:
The patient experienced an overdose after a refill session in november or december of 2007. The patient was hospitalized. The patient stated that no specific conclusion was made by the doctors on what had happened. The medication being delivered via the pump at the time of the event was not reported. Additional information has been requested, follow-up report will be sent if additional information becomes available.